Manufacturer narrative:
Additional information was received that the physician did not suspect malfunction of the device. It was also the physician's preference to explant the device and replace it with a non-bsc system.

Event description:
A report was received that the patient will undergo an explant procedure. No further information available at this time.

Event description:
A report was received that the patient will undergo an explant procedure. No further information available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm; model #: sc- 4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.